Event description:
It was reported that on oil-like substance leaked out of the handpiece. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional info were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.